Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 3 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.

Event description:
A report was received that the patient's right lead was not working and there has been loss of coverage. The patient underwent a revision procedure wherein a lead was found fractured and was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's right lead was not working and there has been loss of coverage. The patient underwent a revision procedure wherein a lead was found fractured and was replaced. The patient was doing well postoperatively.